Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched tip coils exposing the core was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that the tip off the pressurewire became stuck within the lesion or associated devices resulting in the tip coils becoming stretched during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that pressurewire x: wireless device was intended to be used in the left anterior descending artery (lad) lesion. The device was used for measurements; however, once the device was removed from the patient anatomy it was noted that the distal tip was detached (but remained in one piece) exposing the core. Therefore, the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.